Event description:
The customer reported a blank display on the insulin pump. During troubleshooting the display returned after a fresh battery was inserted, but the customer reported having many issues with batteries in the insulin pump. The customer also reported a motor error alarm on the insulin pump. There was no significant event reported leading up to the alarm. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 122 mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test due to faulty force sensor. The insulin pump passed basic occlusion and displacement test. No motor error alarms noted. The motor tested ok. The insulin pump had an intermittent failed battery test alarm, battery out limit alarms and weak battery alarm due to battery tube not plugged into interface board properly. No blank display noted. No unexpected off no power alarms noted. The insulin pump had a cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)